Manufacturer narrative:
Correction : date of event is unknown.

Event description:
New information received on september 25th, 2018 states that lead dislodgement issue was observed on the rv and lv lead for over a year ago. A helix extension tool was used and the screw would not engage in the distal end of the both lead and was not in the vein. Both leads were explanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unspecified issue was observed on the rv and lv leads. Lead revision was performed. No further information available.